Manufacturer narrative:
Visual inspection found that the battery wires on the rear case were pinched and exposed. This shorted the battery. The pump's rear case was replaced.

Event description:
During check-in procedures, the pump would not turn on. The tech changed the batteries and still it would not power on. Ten minutes later the batteries started to frizzle and explode. There were no injuries or pt impact observed.